Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the unexplained highs after bolusing and motor was louder, grinding noise and sluggish during rewind. It was reported that they pressed buttons several times to work to work- button issues and pieces broken off reservoir port every time. The insulin pump will not be returned for analysis.